Event description:
Aicd started to fire erratically on its own and required removal. The incident was reported directly to the MFR. Risk mgmt became aware of the incident on 1/21/2002, when a letter was received from the MFR.